Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of device and perforation. This information was received from various sources. All seven malfunctions involved patients with no reported consequences. Six male and one female ages were reported ranging from 29 to 65 years; however, the weight of all the patients were not provided.

Manufacturer narrative:
H10: of the seven devices, three lot numbers were provided and lot history reviews were performed. All the seven devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. For five malfunctions, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). For one malfunction, the investigation is confirmed for perforation; however, the investigation is inconclusive for filter tilt. The remaining malfunction is confirmed for the alleged perforation but unconfirmed for the filter tilt issue. A definitive root cause could not be determined based upon available information. The devices are labeled for single "use." H10: d4(corporate lot no: unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All seven malfunctions involved patients with no reported consequences. Six male and one female ages were reported ranging from 29 to 65 years; however, the weight of all the patients were not provided.